Manufacturer narrative:
A review of the manufacturing and sterilization paperwork is being conducted. Please note an additional device implanted and related to this event: pxc141000/06868240.

Event description:
On (B)(6) 2009, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the patient presented to the hospital with abdominal pain. A computed tomography revealed a possible infection but the patient's blood culture results came back negative for infection. On (B)(6) 2011, the patient returned to the hospital with abdominal pain. A computed tomography still revealed a possible infection and the patient's blood culture results continued to come back negative for infection. On (B)(6) 2011, the patient returned to the hospital with abdominal pain. A computed tomography revealed a proximal type I endoleak and an infection in the patient's aorta. The patient's blood culture results came back positive for infection. On (B)(6) 2011, the patient was taken to the operating room to treat the infection. An axillary-femoral bypass procedure and an axillary-axillary bypass procedure were performed prior to explanting the device. During the explant of the gore excluder aaa endoprostheses, the patient began to loose a large amount of blood (amount of blood loss unknown) and had to have a blood transfusion. While on the operating table, the patient suffered from a myocardial infarction and died. The exact cause of death is unknown; however, the physician felt it was from the myocardial infarction.